Manufacturer narrative:
D4 lot#/serial# - updated d4 expiration date - added d10/h3 product available to stryker - updated h3 device evaluated by mfg - updated h3 summary attached - updated h4 manufacturing date ¿ added the subject device was returned and the lot numbers was confirmed from the hub of the devices. Visual analysis revealed that the catheter shaft was broken at 68 mm from the proximal end of the hub. Functional analysis was not performed based on the damage noted during analysis. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that there were no anomalies noted to the device prior to use and the device was prepared as per the dfu. It is probable that the device was damaged during the clinical procedure. An assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu, but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure, while retrieving a clot from the patient's anatomy, the subject catheter shaft was noted broken at the proximal end by the hub. The clot was retrieved after one pass and the procedure was completed successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during procedure, while retrieving a clot from the patient's anatomy, the subject catheter shaft was noted broken at the proximal end by the hub. The clot was retrieved after one pass and the procedure was completed successfully. There were no reported clinical consequences to the patient.